Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle there was an issue with expiry date not easily visible.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle there was an issue with expiry date not easily visible.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. (B)(6) 2019 update: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for illegible batch and expiry date on the np shield with the incident lot was not observed. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. (B)(6) 2019 update: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. (B)(6) 2019 update: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle there was an issue with expiry date not easily visible.